Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would no longer communicate with the patient programmer or charging system. The ipg was removed and replaced on 11/17/2011. The explanted device will not be returned to the manufacturer for analysis.